Manufacturer narrative:
The pipeline pushwire has not been returned for evaluation; product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment, pipeline pushwire was broken during removal. The patient underwent embolization treatment for a unruptured fusiform aneurysm located in right internal carotid, measuring 7mm, landing zone distal 3.63mm proximal 3.90mm. It was reported that after releasing the pipeline flex device. When tried to remove the pipeline pushwire, it was broken inside the microcatheter. It was removed successfully from the patient. Yes, dapt (dual antiplatelet treatment) was administered. Post procedure angiographic result was favorable. The vessel was moderately tortuous. No patient injury was reported.